Manufacturer narrative:
(B)(4). The reported complaint was confirmed. During the laboratory evaluation, the product surveillance technician (pst) initiated calibration and found that by flexing the brown wire which is pin 2, the air flow would increase above the normal 5 liters per minute (l/min) calibration flow to flow of 10 l/min and calibration would fail. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The srt replaced the flow meter cable assembly and all tests passed. The unit operated to manufacturer specifications and was returned to clinical use.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the electronic patient gas system (epgs) failed test 32 during phase 3 testing. The srt found the flowmeter cable to be intermittent (pin 2). There was no patient involvement.